Event description:
It was reported the programmer will not boot up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).